Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The sales representative reported on behalf of the user facility the following incident: the physician was performing a fifth metatarsal bunionectomy. The physician pre-drilled with a 1.0 k-wire through both cortices. Upon implantation of the spin screw, the shaft broke off as per design. Upon final tightening, the low-profile head of the screw broke off. The body of the screw in the patient was irretrievable.